Manufacturer narrative:
Continuation of d10: product ID 37713, serial# (B)(6), implanted: (B)(6) 2007, product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that high impedance was observed on electrodes 1, 3, and 5 of the implantable pulse generator (ipg) during the procedure. Impedance testing revealed values of 40000 on electrodes 1 and 3, and 13657 on electrode 5. Impedance could not be tested prior to surgery. Once the lead was connected the elevated impedances were noted. The surgeon attempted to clean the extension and the cause was not known.